Event description:
The customer contact reported a cut in the tubing. The tubing set was to be used to deliver an unspecified blood product. The customer contact reported that as the nurse removed the tubing set from the packaging, a cut almost 3/4 through the tubing was noted at an unspecified location. The tubing set was replaced and the therapy was initiated. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. No add'l info was provided.

Manufacturer narrative:
One opened device was received and evaluated. Visual eval found that the tubing just distal to the piercing pin was cut 3/4 of the way through. The cut is jagged and not a straight cut. A customer provided photo was received, however, the cut could not be observed. A probable cause for the cut in the tubing was due to an excess of solvent at the joint between the piercing pin and the tubing, this could cause the melting on the tubing and the cut. This report represents all the info known by the reporter upon query by hospira personnel.